Manufacturer narrative:
Concomitant medical products: 200h16 tissue valve, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling a funny sensation at the same time every morning. A holter revealed cardiac pacing at this time. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.